Event description:
Balloon burst.

Manufacturer narrative:
Due to the lack of information, numed could not determine the cause of the balloon burst. This burst happened in 2003, but the catheter and report were not sent to numed until 2006.